Manufacturer narrative:
The tech found the head section could not be lowered manually, but could electrically. When he arrived, the chain had slipped off the gears and he could duplicate the drift. The tech replaced the drive chain to repair the bed.

Event description:
The account alleged the head of the bed was drifting down overnight.